Event description:
The hospital reported that during the saphenous vein harvesting procedure, the cone tip of the uniport plus filled up with fluid. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.